Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing skin lesion was exacerbated by the lifevest equipment. Patient described the area as irritated open bleeding lesion. There was no alleged device malfunction contributing to the open wound. The patient reported reaching out to the physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the open wound improved.